Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice (hc) device during use, at the end of the therapy. The technical service representative (tsr) explained the alarm. Per the hp, the ultra filtration (uf) in cycle 5 of 5 equaled 2210ml, while cycle 4 equaled -205ml, cycle 3 equaled -38ml, and lower in the earlier cycles. The registered nurse (rn) stated that they would reset the programming and try the hc that night. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in 2005. The device was not available for evaluation. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.